Event description:
It was reported that a spectrum iq infusion pump had an air in line error. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the customer reported "air in ln line error" was unable to be duplicated. Evaluation sent the device for an ultrasonic sensor air test and passed with no discrepancies. A review of the event history log revealed no air in line messages a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.